Event description:
Customer reported unexpected negative reactions when testing a patient sample containing anti-c and anti-e with panoscreen, cell iii was nonreactive.

Manufacturer narrative:
The customer did not return sample or product for investigation. The reactivity of the c and e antigens were confirmed on retention panoscreen, lot 13098 cells ii and iii.